Event description:
Patient tested 1.7 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.8 inr and 3.1 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.